Event description:
The facility had sent an infusion pump in for service where a baxter service technician had discovered a failure code 538:320:717:0000. The facility representative stated that no patient incidents had been reported since the last baxter service event. Information was requested baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was indentified.